Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that a high impedance alert occurred on the competitor atrial lead. It was also noted that the impedance was normal before and after that day. The alert was suspected to be due to an erroneous measurement. No intervention was performed. The patient was in stable condition and will continue to be monitored.